Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was not returned. Investigation of production records and adverse events data could not be performed because lot information was unavailable. Although the device investigation and lot history review could not be conducted, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. It was inferred that anatomical condition and wire and/or microcatheter manipulation technique most likely contributed to the reported perforation. Instructions for use (IFU) states: [warnings] do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. (For example, do not push the guide wire when the distal tip of the guide wire is bent by the force of manipulation.) After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart, which may injure the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
According to a case report titled "retrograde approach-related epicardial collateral channel perforation successfully treated with simultaneous bilateral coils embolization: a case illustration and review" in cardiovascular revascularization medicine (19 (2018) 879-886), an asahi guide wire and/or non-asahi microcatheter might have contributed to perforation occurred during a pci to treat a cto in the mid lad. It was written as follows: "a (B)(6)-years-old man was admitted to our hospital with effort angina and early positive treadmill stress test. The left ventricle ejection fraction was normal with hypokinesia of the antero-lateral wall. The patient had a history of previous pci of both proximal left anterior descending artery (lad) and proximal left circumflex artery. During hospitalization a diagnostic coronary angiography showed mid lad cto, filled by epicardial cc from an acute marginal (am) branch of the right coronary artery (rca). We scheduled an lad cto pci using bilateral femoral artery access with two 45 cm long 7 fr sheaths. The left main was engaged with an xb 3.5 sh 7 fr guiding catheter (gc), while the rca was engaged with an al 1 sh 7 fr gc. After a failed antegrade approach due to the progression of the wire in the subintimal space, we switched to a retrograde approach using as interventional collateral the epicardial collateral channel originating from distal am branch. We advanced a fine-cross microcatheter (terumo corporation, tokyo, japan) over a workhorse guidewire through the acute marginal branch, then we used a sion blue wire (asahi intecc, nagoya, japan), with a 90° bend 1mm from the tip, to negotiate the epicardial channel. After successful epicardial cc crossing with the sion blue guidewire, the fine-cross was advanced into the lad true lumen close to the distal cap, then a gaia 2nd wire (asahi intecc, nagoya, japan) was able to cross the cto body achieving a retrograde true-to true lumen tracking. After advancing the retrograde guidewire and the fine-cross microcatheter into the antegrade gc, the short retrograde wire used to cross the occlusion was removed, and exchanged for a 330 cm long rg3 wire (asahi intecc, nagoya, japan), advanced through the opposite hemostatic valve converting the recanalization of the lad to an antegrade fashion. Once stenting was completed, before removing the retrograde gear we performed a contrast injection from the retrograde gc without any sign of injury of the collateral vessel. Finally the rg3 guidewire was removed after re-advancing the fine-cross microcatheter over the guidewire to minimize the risk for injury of these tortuous epicardial collaterals. Despite these precautions a final angiography showed a big perforation of the epicardial collateral channel, that was filled from both sides of the perforation. We performed the "block and deliver" technique in both vessels (lad and rca) delivering one detachable coil for each side, achieving a fast, effective and complete hemostasis. In detail we immediately performed a simultaneous balloon occlusion of both vessels (distal lad and am branch of the rca) without reversal of heparinization, then we advance a fine-cross microcatheter over a second guidewire into the distal lad. Temporary balloon deflation allowed the fine-cross to be advanced close to the epicardial collateral channel take-off. Leaving the occlusion balloon inflated into the distal lad we were able to negotiate through the "trapped" microcatheter the epicardial channel with a sion blue guidewire, then we advanced the fine-cross microcatheter into the injured cc close to the perforation. After removing the sion blue guidewire we performed a tip injection that confirmed persistent blood extravasation, so one 0.010"axium detachable coil (ev3 neurovascular, USA) was successfully delivered through the trapped microcatheter, achieving an antegrade hemostasis. Finally we repeated the same maneuver into the am branch of the rca, delivering another single 0.010" axium detachable coil through the "trapped" microcatheter, achieving a complete sealing from both sides of the perforation. The bilateral coils embolization procedure was very fast and effective and an echocardiographic examination performed at the end of the procedure didn't show any sign of pericardial extravasation. The patient was discharged two days after the procedure."